Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was clogged. The following information was provided by the initial reporter: "it was reported no insulin flows when priming. Verbatim: from phone call on (B)(6) 2020 16:20:42: consumer called back to provide pharmacy information for replacement and advise that he has a prescription on file in the pharmacy. Lg. Consumer reported, no insulin flows when priming stated, sometimes it takes 2 or 3 pen needles before one works. Lot: 9330068. Catalog: 320122. Date of event: unknown. Samples cl".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield. Customer states that no insulin flows when priming. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4 mm (5/32¿) 32 g was clogged. The following information was provided by the initial reporter: "it was reported no insulin flows when priming. Verbatim: from phone call on (B)(6) 2020 16:20:42: consumer called back to provide pharmacy information for replacement and advise that he has a prescription on file in the pharmacy. Lg. Consumer reported, no insulin flows when priming. Stated, sometimes it takes 2 or 3 pen needles before one works. Lot: 9330068, catalog: 320122. Date of event: unknown. Samples cl".